Event description:
It was reported that during implant, patient's blood pressure dropped due to perforation of the rv wall. A pericardiocentesis was performed. Lead was explanted and not replaced. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.